Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex. The device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed foam particles inside the blower kit. Additionally, the service technician noted dustl contamination, a damaged screen, and the device displayed error codes e-53 (err_comp_log_sem_timeout), e-65 (err_stuck_encoder_a) and e-66 (err_stuck_encoder_b) present. The device was scrapped by the service center after the evaluation was completed.